Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-procedure, the physician observed a loss of capture on the right ventricular (rv) lead. Upon follow-up, all parameters were found to be in normal rage which was further confirmed by an electrocardiogram (ECG). The patient was stable and there were no adverse consequences.